Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Tbm states the dealer was complaining about the foot operated wheel locks not holding. Dealer has tightened them several times and they keeps having the issue where they do not hold the wheel.